Event description:
A healthcare professional reported that the thickness of the flap was not accurate resulting lower flap thickness was thin and edge cutting not fully cut (partial tearing of the marginal flap) in the left eye of a patient, during lasik surgery. The patient is currently undergoing recovery treatment, and symptoms are improving. There are multiple related reports for this event. This report addresses the patient ch s's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of the treatment. Preventive maintenance performed and system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during start-up and not as recommended every two hours. Logfile shows forty-three successfully performed treatments. The reported treatment could be identified in the logfile. Logfile shows the treatment for left eye was aborted during bed cut by pressing the foot pedal from user, the following message was appeared. Subsequently, the treatment was cancelled. Afterwards, the treatment for the left eye was repeated and finished. The thickness of the flap was thinner than the recommended flap thickness. No relevant deviation between planned and performed energy is detectable for the repeated treatment. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could be identified as user error. The canal width is below the recommended values. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the thickness of the flap was thinner in the lower flap, and the laser at the edge did not fully cut in the left eye during lasik surgery. The patient is currently undergoing recovery treatment, and symptoms are improving. There are multiple related reports for this event. This report addresses the patient ch s's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).